Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to information received from field service engineer (fse) leakage from o2 hose was detected during pre-use check, which is performed after turning on the ventilator, always before connecting the ventilator to a patient. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. This situation is not-safety related, the issue will be noticed before use and appropriate measures taken. Issue investigated herein was solved by replacement of the o2 hose. The device passed all performance tests and has been returned to clinical use. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 hose.

Event description:
Manufacturer's ref. #: (B)(4).